Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bat210356 - battery / catalog number 1650de / expiration date: 31-oct-2016 di #: not applicable. (B)(4). Bat210242 - battery / catalog number 1650de / expiration date: 31-oct-2016 di #: not applicable. (B)(4). Bat205817 - battery / catalog number 1650de / expiration date: 31-mar-2016 di #: not applicable. (B)(4). Bat205560 - battery / catalog number 1650de / expiration date: 31-mar-2016 di #: not applicable. (B)(4). Bat205210 - battery / catalog number 1650de / expiration date: 29-feb-2016 di #: not applicable. (B)(4). Bat205125 - battery / catalog number 1650de / expiration date: 29-feb-2016 di #: not applicable. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had two pump stops and unclear alarms. The site provided no further clarification as to the alarm sound. The patient claims no alarm sounded, and log files back this up. The patient also claims unclear red/orange warning lights. One battery wasn't working. The pump stops were at 00:19 and 00:56 on (B)(6) 2017, and a battery alarm without sound occurred at 3:00. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) is a 2.0 controller. The controller passed functional testing. The locking mechanism between batteries and controller was working as intended. Both power ports clicked when connected. External visual inspection under 10x magnification revealed a hairline crack around power port 2. An internal visual inspection did not reveal fluid ingress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) were returned for evaluation. The reported event was confirmed via log analysis which revealed 2 controller power-up with their associated motor start events logged on (B)(6) 2017 at 00:19:12 and 00:56:08. Data entries before the two controller power up events show (B)(4) connected to port 1 with capacity 58% (at 00:11:52) and 57% (at 00:49:51) and an ac adapter connected to port 2. Port 2 was powering the controller. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing; the no power alarm worked as intended. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to double disconnection of the power sources from the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date (B)(6) 2017. Device codes this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Logfile review indicated that the controller lost power twice, resulting in the pump stops.